Event description:
As reported by the field clinical specialist, approximately 4 years after a transfemoral tavr procedure with a 23 mm sapien 3 ultra valve, the patient reported to feel okay until some months prior when developed worsening shortness of breath. Halt was noted recently and the patient was placed on coumadin. A month later the valve had a mean gradient of 58mm hg per tte and 79 mmhg by cath, and a valve area of 0.35cm2. A valve in valve procedure was performed. The patient was in stable condition and was discharged after the procedure. The perceived root cause of the stenosis was halt.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
On (B)(6) 2025 it was confirmed that this report is a duplciate of report number 2015691-2025-04952. This report was initiated in error, and a retraction is required.